Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observation of no telemetry or pacemaker output. The titanium case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device exhibited rapid changes in current measurements. The rapidly fluctuating current was isolated to the mixed mode integrated circuit. Although the lack of device output and telemetry was caused by a depleted battery, laboratory analysis was unable to determine the root cause of the current fluctuations that resulted in premature battery depletion as the circuit began to operate normally during analysis.

Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented for a routine echocardiogram with a heart rate of approximately 40 bpm. The patient also reported feeling markedly dyspneic for approximately the 2 months prior. Attempts were made to interrogate the device but were unsuccessful despite attempts with an alternate programmer. Furthermore, no pacing was observed with magnet application. Suspecting premature battery depletion, the patient was hospitalized and a revision procedure performed the following day at which time the device was explanted and replaced. The patient had noted a fall prior to the start of their dyspnea but no lead or device damage was observed during revision and the existing leads used with the replacement device. No additional adverse patient effects were reported.